Manufacturer narrative:
The device was received for evaluation. Evaluation included a visual assessment as well as functional testing. During evaluation, multiple occurrences of system error 322 were found in the event history log but it was unable to be reproduced. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The cause was identified to be an out of adjustment link and link switches. The link and link switches requires adjustment to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned spectrum pump, the device alarmed system error 322 (link switch error (low)). No additional information is available.